Event description:
Pt undergoing emergent surgery for bowel obstruction. During procedure, the ethicon linear stapler cutter gia (tlc-75) malfunctioned during use x 2 units. Post op x-ray showed no foreign body post op.